Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: the device was serviced by a service technician as a part of preventative maintenance. Visual inspection and functional testing were performed. The low battery alarm was identified through visual inspection, and the device also presented the alarm during functional testing. The cause of the alarm was determined to be a low main battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented a low battery alarm. No additional information is available.